Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented to the ed after a few days of pain at the incision site. The incision site was red and swollen. The very tip edge of the device was also visible along the inferior border. The physician cleaned and draped the area. The device was explanted. The patient was placed on antibiotics and scheduled for follow up check. The patient condition was fine.